Event description:
During on-site service, the baxter service technician found that the flogard infusion had a damaged rubber clamp. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. The damaged rubber clamp was identified during a visual inspection. The rubber clamp was replaced and the pump passed all testing. The device was returned in good working condition.